Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, low pacing impedances and decreased in rv sensing. As a result, the lead was dislodged. The issue occurred the next day after the implant procedure. The patient was admitted to the emergency room (ER) with chest pain and had developed hematoma. Threshold testing was performed. Subsequently the lead revision procedure was successfully performed. This rv lead remains in service. No additional patient adverse effects were reported.